Event description:
It was reported to the manufacturer by the end user, per the end user, she heard a "plop", and he was laying downward faced on the floor. She also stated that this patient uncontrollably rolls in his bed due to a traumatic brain injury caused by a car crash. Patient is currently at a hospital facility undergoing a cat scan and will most likely not be returning to (B)(6) till the following day. (B)(4) were entered into our system to have the dermafloat mattress retuned to joerns for investigation. As of this writing, the dermafloat mattress has not been returned

Manufacturer narrative:
Joerns sending the report to the manufacturer.